Event description:
It was reported that during an angioplasty procedure, a vessel dissection occurred. Vascular access was gained via the femoral artery. The eccentric and progressive target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) bifurcation with a significant bend greater than 90 degrees. As the physician advanced the 2.75x32mm promus element stent the physician encountered resistance and at removal the stent became "trapped". It was noted that there was a "mid" grade dissection of the lad artery. The entire system was removed and upon removal of the delivery system the stent dislodged inside the guide catheter and was successfully removed from the patient. The dissection was treated with an unknown stent. No further patient complications were reported and the patient's status is stable.

Event description:
It was reported that during an angioplasty procedure, a vessel dissection occurred. Vascular access was gained via the femoral artery. The eccentric and progressive target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) bifurcation with a significant bend greater than 90 degrees. As the physician advanced the 2.75x32mm promus element stent the physician encountered resistance and at removal the stent became 'trapped'. It was noted that there was a 'mid' grade dissection of the lad artery. The entire system was removed and upon removal of the delivery system the stent dislodged inside the guide catheter and was successfully removed from the patient. The dissection was treated with an unknown stent. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified stent damage. Only the damaged stent was returned. The entire stent was severely stretched and misaligned and is now 7cm in length. The promus element stent delivery system (sds) was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).